Event description:
Event verbatim [preferred term] burn grade ii 2a on the shoulder/ painful [burns second degree]. Case narrative:this is a spontaneous report from a contactable consumer through a pfizer-sponsored program, brand websites for (B)(6). A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), on (B)(6) 2017 at 08:00am for tension in the shoulder-neck area on right shoulder. Relevant medical history and concomitant medications were not reported. The patient has previously used thermacare heatwrap products for years. The patient reported "after about 6 hours I removed the patch and had found that I have burn in three positions. Because of the painful sites I visited my physician on (B)(6) 2017 immediately." Information on the physician's attest: "burn grade ii 2a on the shoulder; 1,5x1cm size due to patch." The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burn grade ii 2a on the shoulder" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the events of "burn grade ii 2a on the shoulder" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
This investigation was conducted for an unknown lot number arthritis neck/shoulder/wrist (nsw) 12 hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a trend identified related for the subclass adverse event safety request for investigation. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] burn grade ii 2a on the shoulder/ painful [burns second degree], narrative: this is a spontaneous report from a contactable consumer through a pfizer-sponsored program, brand websites for devision consumer healthcare germany. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), on (B)(6) 2017 at 08:00am for tension in the shoulder-neck area on right shoulder. Relevant medical history and concomitant medications were not reported. The patient has previously used thermacare heatwrap products for years. The patient reported "after about 6 hours I removed the patch and had found that I have burn in three positions. Because of the painful sites I visited my physician on (B)(6) 2017 immediately." Information on the physician's attest: "burn grade ii 2a on the shoulder; 1,5x1cm size due to patch." The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Per product quality: this investigation was conducted for an unknown lot number arthritis neck/shoulder/wrist (nsw) 12 hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a trend identified related for the subclass adverse event safety request for investigation. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (19jul2017) follow-up attempts completed. No further information expected. Follow-up (19jun2020): new information received from product quality complaints includes: investigation results.